Event description:
It was reported that the customer experienced unexplained high blood glucose levels and required a visit to urgent care. The blood glucose reading was 260 mg/dl. The customer complained of left knee aches, a headache, and inability to lower the blood glucose levels. He stated that he was wearing the insulin pump at the time of the urgent care visit. He noted that he was not hospitalized but that there was an issue with the insulin pump. He stated that he had tried to identify the problem and did not find bent infusion set cannulas at the moment, although he had found them previously. He declined troubleshooting assistance for the matter, requesting replacement of the insulin pump. The most recent blood glucose reading was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.